Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon slow deflation occurred. The target lesion was located in the right coronary artery (rca). A 3.50x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and deployed fine at 18 atmospheres. When the physician attempted to deflate the balloon, it was noticed that the balloon remained inflated. The balloon was then inflated up to 20 atmospheres and physician attempted to deflate the balloon again. When the balloon started to deflate, it was noticed that there was blood on it. The balloon was then withdrawn out of the stent and the device was removed out from the patient's body. After device was withdrawn, the physician inflated the balloon and he noticed that there was like a small leak in the exit port of the wire as saline was coming out as he inflated the balloon. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. There was no stent on the sds. The stent was deployed during the procedure as per complaint report therefore it was not returned for analysis. The balloon body was reviewed and the balloon wings were relaxed confirming that positive pressure was applied. Solidified medium resembling blood was evident inside the balloon body. As part of the analysis, inflation of the device was attempted. The returned device was attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not inflate, it was noted that the inflation liquid was leaking from the port bond site. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks on the hypotube shaft. Visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion found that the mid-shaft kink 30 mm distal from the hypotube/midshaft bond. The port bond site appeared damaged. When the inflation/deflation test was performed it was noted that the inflation liquid was leaking through the damaged section of the port bond site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon slow deflation occurred. The target lesion was located in the right coronary artery (rca). A 3.50 x 28 mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced and deployed fine at 18 atmospheres. When the physician attempted to deflate the balloon, it was noticed that the balloon remained inflated. The balloon was then inflated up to 20 atmospheres and physician attempted to deflate the balloon again. When the balloon started to deflate, it was noticed that there was blood on it. The balloon was then withdrawn out of the stent and the device was removed out from the patient's body. After device was withdrawn, the physician inflated the balloon and he noticed that there was like a small leak in the exit port of the wire as saline was coming out as he inflated the balloon. The procedure was completed. No patient complications were reported and the patient's status was fine.